Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever, diarrhea and peritonitis in a patient coincident with pd4 dianeal 1.5% and pd4 dianeal 2.5% therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On an unreported date, the patient experienced a fever at home for more than one week. The patient was treated with unspecified medications and the patient felt better after taking the medications. On an unreported date, after finishing the treatment, the event of fever relapsed and the patient experienced diarrhea. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy peritoneal effluent and was hospitalized. On the same day, the patient started treatment using cefazoline and fortum for peritonitis. Treatment was still ongoing. It was unknown if the patient recovered from the fever and diarrhea. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of fever and diarrhea.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, further information was received by global pharmacovigilance (gpv) from a nurse. On (B)(4) 2012, the patient was discharged from the hospital and treatment with cefazolin and fortum was discontinued. On (B)(4) 2012, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.